Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7077794, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and lead were revised for an unknown reason. No further information has been obtained at this time. Additional information was received stating that the scs patient electively underwent the procedure, no allegations were made against the devices. The patient underwent an ipg and lead revision wherein their devices were explanted and replaced. The devices were retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well and expressed satisfaction with the available therapy options.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7077794 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) and lead were revised for an unknown reason. No further information has been obtained at this time.